Event description:
It was reported that this right ventricular (rv) lead was broken. Subsequently, the patient underwent a revision procedure, and this lead was surgically abandoned and replaced with a df4 lead. Besides intervention, there were no other adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).